Event description:
Boston scientific received information that this implantable defibrillation lead exhibited chronic high pacing impedance measurements just under 2,000 ohms. During a routine device replacement, upon connection of the lead to the replacement cardiac resynchronization therapy defibrillator (crt-d), high out of range pacing impedance measurements greater than 2,000 ohms were observed. All other lead measurements were noted to be stable and within normal limits and no noise was observed. No adverse patient effects were reported.

Manufacturer narrative:
Available information indicates that this product remains implanted and in service. The physician contacted boston scientific technical services (ts) with questions about what to expect going forward. Ts discussed that the device is limited to displaying readings no higher than 2,000 ohms and explained that with each new out of range measurement, a new alert will be generated, however, daily measurements are programmable if no alerts are desired. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.